Manufacturer narrative:
This report is submitted on january 5, 2021.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device on the same date.

Manufacturer narrative:
This report is submitted on 15 march 2021.